Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the hospital for a routine device check. Upon interrogation, the pulse generator exhibited no ventricular pacing output in unipolar configuration. The patient would be monitored.